Event description:
It is reported that the device was implanted in 2006, and revised in 2007 due to dislocation.

Manufacturer narrative:
Evaluation summary - per the clinical site, the stem likely retroverted due to the dislocation, eventually healing in that position. Also, the cup was reported that at the time of operation to be located in neutral anteversion, though it was not clear if this was placement position, or if the cup had moved due to the dislocation. Cup was fixed in place with two screws at initial surgery, making movement due to the dislocation less likely. Component malposition has been reported in literature as a possible cause for dislocation following total hip arthroplasty. If the acetabular cup was positioned in neutral anteversion at the initial surgery, and did not move subsequent to the dislocation, then it may have contributed to the dislocation which led to revision surgery. Based on the available info a definitive cause can not be determined. Device history records indicate all components were manufactured and inspected to spec.